Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the trial was initiated on (B)(6) 2025. It was reported that the patient ate and diarrhea coming out like crazy. Since then patient had had severe diarrhea. The patient representative (patient rep) said that the device was supposed to help with bowel symptoms but wasn't helping with them. The circumstances that led to the reported issue were asked but unknown. The patient representative (patient rep) said that patient had been on program 1 when they got home from implant. The patient said that they had spoken with manufacturer representative (rep), the "other day" and the rep helped them change to program 2. Patient services (ps) agent offered to assist patient with making an adjustment. The patient representative said today they had increased stimulation from 0.7v to 0.8v but they couldn't go any higher because the patient said the stimulation was "shocking" them, like when you put your tongue on a 9v battery. The patient said it was uncomfortable for them and they were in pain. Patient service offered to assist in turning stimulation down and the patient representative denied assistance saying they had to get off the phone to "clean" the patient up and would call back tomorrow morning for assistance with making an adjustment. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient representative said they had to get off the phone so patient services did not get a chance to ask for the patient's managing healthcare provider (hcp) information. **when patient representative calls back please ask for patient's managing hcp name. Patient services agent emailed drs to ensure that newly implanted patient's information gets registered. Additional information was received from the patient rep on 2025-nov-04. The patient rep stated that in regards to still havi ng diarrhea, caller stated that they tried to increase the stim level but when they increase the stim , it was painful. As agent was troubleshooting , caller stated that they patient was going through a trial. Agent warm transferred caller to support link.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.